Event description:
It was reported that the device had its diagnostic data erased at an earlier date. The system is still in use. There were no patient complications reported as a result of this event. (B)(6)-2010 update: it was later reported that there was a label "data is invalid" in the lead trends on the carelink transmission and at the in-office programmer report. The analysis report review of the save -to-disk (s2d) file showed that only the lead trend data was marked as invalid. This error was caused by a bit flip, memory error. The physician questioned if the device will operate normally after the bit flip. The system remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. It was noted that there is no evidence of por and that the por count and parity error count are 0 since implant. Engineering discovered there was a bit flip in the lead trend diagnostics. The lead trend data will not be viewable until the flipped bit rolls off the 82 week trend. It is calculated this will take 27 weeks for that to occur.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had its diagnostic data erased at an earlier date. The device is still in use. There were no patient complications reported as a result of this event.